Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the product package has a hole in the box. The hole is inside that area that should be sterile. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.